Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found that no faults were detected with the device¿s functionality. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while operating the generator, there was a repeated puncture, as a result the operator had a burn. The parameter settings did not differ from the standard setting. The burn occurred while using in monopolar mode coagulation. After the first incident, the gloves were changed and another burn was made on newly worn gloves. There was a power puncture despite the display of the correct contact of the passive plate. No further information is available.